Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/07/2017 with the following findings: black box data from the date of the event was not available due to continued patient use. The available black box data revealed unexplained power on reset leading to delivery interruption. An unexplained loss of prime occurred on (B)(6) 2017 at 09:30 an delivery was never resumed. The battery cap and battery compartment were intact and without damage. No moisture was in the battery compartment. The returned battery cap secured properly to the pump and was used for investigation. The pump was exercised for 24 hours without interruption in power duplicated. The total daily dose added up to correctly reflect the user¿s programed basal rates. The pump passed delivery accuracy testing and was determined to be delivering with range. There was no damage, defect or contamination of the pump¿s interior components.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 27.9 mmol/l. No additional symptoms were reported. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged an intermittent power issue involving the insulin pump; the pump reportedly powered off in the middle of the night causing the patient to wake with hyperglycemia. The reporter denied physical damage to pump and the battery cap and further denied any moisture ingress into the pump. Troubleshooting of the pump was not performed. No further information was provided. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an intermittent power issue.